Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the monopolar curved scissors (mcs) steel cable broke. The mcs was removed and replaced with another mcs. The procedure was completed with no reported injury.

Manufacturer narrative:
An image was provided for review showing the entire instrument. The tip of the instrument was not visible in good enough quality to identify damage. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument lot number was corrected to 470179-19/k16240702 0222.

Event description:
Refer to h11 for follow-up information.